Event description:
Procedure: cholecystectomy. According to the reporter: the device cut through the vessels instead of clipping; hemorrhage. Additional information has been requested.

Manufacturer narrative:
(B)(4).